Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately after four year and two months later of post filter deployment an x-ray shows a linear radiopaque foreign body overlay the left hilum, suspicious for a foreign body within the left pulmonary artery, a computed tomography shows there was a 3 cm linear metallic density in the region of the left hilum, likely within the left lower lobar pulmonary artery, on further imaging showed that a metallic density was noted in the inferior vena cava, that likely represented the superior aspect of the inferior vena cava filter and it shows there were 11 prongs of the inferior vena cava filter, 1 appeared to be missing and likely represented the linear metallic density located in the region of the left lower lobar pulmonary artery on previous computed tomography that might be the migrated part of an inferior vena cava filter prong. Eventually two days later, attempt was made to retrieve the inferior vena cava filter prong by micropuncture needle, sheath and snare method but it was unsuccessful since the linear metallic foreign body ends of the presumed inferior vena cava filter strut foreign body was probably imbedded in the pulmonary artery wall or fibrin sheath. Subsequently a computed tomography on next day, shows linear metallic density in the region of the left lower lobar pulmonary artery was likely related to a migrated prong from the inferior vena cava filter. Therefore, the investigation is confirmed filter limb detachment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism, recent acute pneumothorax and seizures. Approximately four years and two months post filter deployment, a chest x-ray alleged that a detached strut from the inferior vena cava filter was imbedded in the hilum region of left lower lobe pulmonary artery wall and the patient reportedly experienced focal lower sternal chest pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.